Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg45j8b02, implanted: (B)(6) 2020, explanted: (B)(6) 2021. Product type: catheter, product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: hg45j8b02, ubd: 05-mar-2022, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving prialt (60 mcg/ml at 33 mcg/day) and bupivacaine (16 mg/ml at 7.9 mg/day) via an implantable infusion pump. It was reported that during a pump explanted the catheter was unable to be aspirated. The catheter was explanted and replaced.